Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that a pump flip was confirmed and the catheter tip had migrated/dislodged. A replacement was required as a result of the event. The patient experienced increased spasticity. A dye study was done as a diagnostic. The issue was in the device pocket and along the catheter track. The catheter tip migrated down and the pump was flipping due to the patient not having muscle in that area. The catheter was tangled and completely replaced. A pouch was added over the pump to keep it in place. This was determined by the dye study which was done the day prior to the report. The patient status at the time of the report was alive with no injury. The pump was infusing gablofen (baclofen). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.